Manufacturer narrative:
Citation: shin, h.; et al. Pericardial versus porcine valves for surgical aortic valve replacement. Korean circ j. 2022 feb; 52(2): 136¿146. Doi: 10.4070/kcj.2021.0223. Pmid: 35043606. Published online 2021 dec 7. Earliest date of publication used for date of event. Medtronic products referenced: hancock ii, hancock ii ultra (PMA# p980043, product code: dye); mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing bovine pericardial versus porcine bioprosthetic valves for surgical aortic valve replacement (savr). All data were collected from a single center between january 2000 and may 2016. The study population included 636 patients, divided into 410 patients in the bovine pericardial group and 226 patients in the porcine group. Multiple manufacturer¿s devices were implanted in the study population. Patients in the porcine group were predominantly male with a mean age of 71 ye ars. Among all porcine group patients, 170 patients were implanted with a medtronic hancock ii or hancock ii ultra bioprosthetic valved conduits and three patients were implanted with mosaic bioprosthetic valves (unique device identifier numbers not provided). Among all porcine group patients, there were seven 30-day deaths and 91 deaths over an 8-year follow-up period. No further information was provided on the causes/manner of the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all porcine group patients, adverse events included: cerebrovascular events (cvas), including cerebral hemorrhages and ischemic strokes, anticoagulation-related bleeding, endocarditis. There were also cases of structural valve degeneration and leaflet prolapse requiring repeat savr. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.